Event description:
The safety valve is defective. Pleural drainage could not be done anymore. A valve change was made in hospital by dr. (B)(6). No patient injury has been reported. (B)(6) 2015 additional information: the access tip always slipped out of valve. It couldn¿t get connected properly. The exact lot# is very difficult to get. Original implant date was (B)(6) 2015. Patient is receiving drainage every day. Maybe every second day, not sure. Unknown if patient is undergoing radiation or chemo.

Manufacturer narrative:
(B)(4). If further information becomes available, a follow up emdr will be submitted.

Manufacturer narrative:
(B)(4): one pleurx valve assembly was provided for evaluation. Functional testing of the valve was not able to confirm the reported failure mode. The investigation was able to successfully drain through the valve when attached to the appropriate access dilator. Upon completion of the functional testing, the valve assembly was disassembled for inspection. There were no defects identified on either the exterior or interior of the valve assembly. The visual inspection did not note any defects with either the locking tab or other external part of the valve assembly. The review of the complaint sample was not able to confirm the reported failure mode and was not able to identify any contributors to a probable root cause. A DHR review of applicable records could not be performed since no lot number information was provided in the complaint report. Consequently, the investigation could not identify any contribution to a probable root cause based on the DHR review. Based on the results, the investigation was not able to identify any probable root cause for the reported failure. There was no identified contribution from any manufacturing aspect that may have contributed to the reported failure mode. Since the investigation was not able to identify a probable root cause for the reported failure mode, a corrective or preventive action could not be identified for this complaint. This complaint will be entered into the complaint trending system and monitored for future occurrences.